Manufacturer narrative:
Block h6: imdrf g04115 captures the reportable investigation results of sleeve detached. Block h11: upon receipt at our quality assurance laboratory, this sensor wire underwent a thorough analysis. The device was visually and microscopically examined. The reported observation could not be confirmed; however, it was observed that the sleeve detached. It is probable that an excess of force applied to the device such as operational factors during their use could lead to sleeve separation from the sensor wire. Based on the information available and analysis results, an investigation conclusion code of adverse event related to procedure has been assigned to this investigation.

Event description:
It was reported that during preparation, the coating of the sensor wire peeled. The procedure was completed of another of the same device and there were no patient injury reported. The device was returned, and it was identified that the sleeve was detached.